Event description:
Reportedly, the patient received inappropriate shocks due to noise sensing associated to the subject lead. A re-intervention was performed to correct the issue, and the subject lead remains implanted and inactive. It was noted that the associated ICD worked well but was explanted and returned for analysis.

Event description:
Reportedly, the patient received inappropriate shocks due to noise sensing associated to the subject lead. A re-intervention was performed to correct the issue, and the subject lead remains implanted and inactive. It was noted that the associated ICD worked well but was explanted and returned for analysis.